Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor device was protruded slightly out of the wound during an office visit. The physician felt that explant was indicated. The device was removed. A new device was implanted approximately 6 months later. No patient complications have been reported as a result of this event.